Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient was advised to reset the device which was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was not returned to dexcom. The receiver (part number stk-dr-001/serial number (B)(4)/lot number 5197903), being used with the complaint transmitter, was returned on 10/12/2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).